Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test two (2) of seven (7) which occurred on (B)(6) 2023. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 211595 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 211595, test base part number 195-430h / lot 207161. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 211595 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to the specific patient sample.a3 - gender h3 other text : single-use, device discarded.

Event description:
The consumer reported seven (7) unconfirmed false negative results with the binaxnow covid-19 antigen self test and binaxnow covid-19 antigen home test for multiple tests performed on different days. This MFR. Report addresses test two (2) of seven (7) which occurred on (B)(6) 2023. Repeat testing (x6) was performed and generated negative results through (B)(6) 2023. Additional testing (x7) was performed with non-abbott test (platform - ihealth) and generated positive results through (B)(6) 2023. Additional testing (x3) was performed with non-abbott test (platform - diatrust) and generated negative results through (B)(6) 2023. The consumer was diagnosed with covid-19 on (B)(6) 2023 and was symptomatic (fever). Although requested, no additional patient information, including treatment and outcome, was provided.